Event description:
Boston scientific received information that this patient's monitoring system detected a red alert (low shock impedance). The local representative and clinic were notified of the alert. The physician contacted boston scientific's technical services who reviewed the stored data. The suspected root cause of the out-of-range measurement was electromagnetic interference (emi). The patient was scheduled for an in-clinic follow-up. According to the local representative, there was no evidence of any lead issues at the time of the in-clinic follow-up. Multiple shock impedance measurements with and without pocket manipulation and patient isometrics were within normal range (45-48 ohms). There was no intervention (reprogramming or invasive) planned or undertaken at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. This chronic device was explanted due to product performance issue (see report#2124215-2018-10406 for analysis details). The chronic right ventricular (rv) defibrillation lead was connected to the replacement device.